Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2021 due to reasons unknown. Upon follow-up, the peritoneal dialysis registered nurse (prdn) reported the patient was experiencing weakness and was diagnosed with hyperkalemia (potassium 6 on (B)(6) 2021, per the nurse). It was reported the patient received pd treatments in the hospital and was subsequently discharged on (B)(6) 2021. The patient has since recovered. Per the nurse, the hyperkalemia event was due to patient noncompliance to pd therapy whereby the patient skipped manual pd exchanges and cycler-assisted pd treatments. Reportedly, the patient continues pd treatments with a liberty select cycler without any issues, harm, or ill effects.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. It is well documented that patients with end stage renal disease (esrd) have electrolyte imbalances to the due disease process of kidney failure. Moreover, esrd patients who are non-compliant to regularly scheduled dialysis treatments are at risk of worsening electrolyte imbalances, such as hyperkalemia. In this case, the patient¿s nurse reported the patient skipped both manual and cycler assisted pd exchanges which can be reasonably attributed to the patient¿s hospitalization for hyperkalemia characterized by weakness.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2021 due to reasons unknown. Upon follow-up, the peritoneal dialysis registered nurse (prdn) reported the patient was experiencing weakness and was diagnosed with hyperkalemia (potassium 6 on (B)(6) 2021, per the nurse). It was reported the patient received pd treatments in the hospital and was subsequently discharged on 20/feb/2021. The patient has since recovered. Per the nurse, the hyperkalemia event was due to patient noncompliance to pd therapy whereby the patient skipped manual pd exchanges and cycler-assisted pd treatments. Reportedly, the patient continues pd treatments with a liberty select cycler without any issues, harm, or ill effects.